Event description:
A pt underwent a cardiac procedure with a sternal closure. Approximately eight (8) months post-op, a second sternal closure was required due to a pseudoarthrosis (non-union). Kryptonite material was not utilized in the original procedure. It was reported through the distributor that a soft tissue infection developed a few days post-op after the revision sternal closure, which was treated with vac. No revision surgery was required. There were no noted issues with the kryptonite material. The identified product and product code is designated for export only.

Manufacturer narrative:
It is not clear what may have contributed to this event. There are several factors that may have played a role in creating an infection, including but not limited to; surgical procedure, improperly sterilized surgical instrumentation, personnel, or device. Additionally, kryptonite is contraindicated for "use in a currently infected field or surgical site located near an infection" and "use in pts with the following: a recent untreated infection". No documentation within the DHR was found that would indicate a nonconformance to specifications that could have contributed to this event. If additional info becomes available, it will be submitted in a supplemental report.